Event description:
It was reported that the patient's ipg was inoperable and did not meet device longevity. Surgical intervention is pending.

Event description:
Surgical intervention took place where the ipg was explanted and replaced.